Event description:
On (B)(6) 2011, clinic notes were received from a vns treating physician. The clinic notes state that on (B)(6) 2011, the vns patient reported that he has had difficulty with the magnet and possibly the battery. The patient was last seen in (B)(6) 2006. The patient's settings were at output=1.75ma/frequency=25hz/pulse width=250usec/on time=21sec/off time=5min/magnet output=2ma/magnet on time=30sec/magnet pulse width=250usec. The patient was referred for battery and lead replacement. The manufacturer's consultant later reported that the vns patient had a prophylactic battery and lead replacement surgery on (B)(6) 2011. The consultant also reported that the issue with the patient's magnet was that it was half broken. Additional information was requested from the physician, especially what was meant by the possible difficulty with the battery, but no further information has been received to date. Attempts will be made for return of the explanted product.

Event description:
Additional information was received on (B)(6) 2011, when the hospital reported that the patient's lead impedance after surgery was ok.

Event description:
Additional information was received on (B)(6) 2011, when the manufacturer's consultant reported that only the generator was explanted and not the lead. The hospital discarded the explanted generator so therefore it cannot be returned for product analysis.